Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, upon interrogation, noise on the device due to electromagnetic interference (emi) was noted. The external source was identified and no further intervention was performed at this time. The patient was stable with no adverse consequences.